Manufacturer narrative:
The calcium reagent lot number was 77582801, with an expiration date of 30-apr-2025. Calibration and controls were acceptable. A general reagent issue can be ruled out. The field service engineer adjusted the gear pump pressure since it was too low. The water reservoir was cleaned and decontaminated. The water conductivity was checked and was almost zero. The rinse stations and probe washes were corrected. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 6000 c501 module. The sample initially resulted in a calcium value of 13.05 mg/dl. Since the value was higher than the expected value, the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 10.39 mg/dl. The sample was also repeated on the original analyzer, resulting in a value of 10.51 mg/dl. The 10.39 mg/dl value was reported to the patient.